Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was experiencing persistent epigastric abdominal pain with frequent episodes of emesis. It was unknown what environmental/external/patient factors may have led to or contributed to the issue. The patient had a full explant of their implantable pulse generator (ipg)/ins and leads. It was unknown if the issue was resolved at the time of the event. No further complications were reported/anticipated.